Event description:
An attempt was made to deliver device defibrillator therapy to the pt. Reportedly, when the device charge button was pressed, the device prompted "connect electrodes" and would not charge. After connections were checked, the defibrillator did charge, however, when the defibrillator discharged, a spark was noted at one of the combination electrodes. The electrodes were replaced and proper operation was observed. The pt was not resuscitated.